Manufacturer narrative:
Initial reporter is a company representative. This report is for an unknown insertion instruments: trauma connecting/coupling screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, prior to the case starting, a helical blade inserter would not function properly. Connection screw would not advance in the handle to couple with a helical blade inserter/blade. The instrument was replaced prior to the case starting. Instrument was not used during surgery. There was no patient impact. This complaint involves two (2) devices. This report is for one (1) unk - insertion instruments: connecting/coupling screw: trauma. This is report 2 of 2 for (B)(4).